Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between april 20, 2017 ¿ april 21, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor was leaking into the inner overpouch. This was discovered before use. The device was filled with fluorouracil 4850mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.